Event description:
It was reported that the pump touch screen has black areas and looks "shard". There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.